Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula deployed early during the activation process indicating that a needle mechanism failure occurred. Details regarding treatment were not reported.

Manufacturer narrative:
The pod was received with the cannula fully deployed. The device ran for 2929 pulses and delivered multiple immediate boluses before generating an 0x1c alarm, indicating the pod reached expiration time after 80 hours of operation. No timeouts or drive stalls were observed in the data. This is a safety feature that does not indicate a device failure. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. Inspection of the fluid path components found the soft cannula to be torn and shortened. The length of the soft cannula measured below specification. It could not be determined when or how this damage occurred.